Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspection performed by customer, the cardiosave intra-aortic balloon pump (iabp) had damage from saline solution. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. The complaint record is downgraded based on the follow-up information. The parent complaint is duplicate of trackwise record (B)(4) hence need to cancel this record . No additional reports will be sent for this mfg report number 2249723-2024-0004417

Event description:
N/a.